Event description:
Report received of an over-delivery. It was reported that the device was sent to the clinical equipment dept with an unsigned note that read, "over-delivered. Set for 250ml at 10ml/hr and the infusion was completed within approximately one to one and a half hours". There were no reports of adverse pt event. Though requested, no additional info was available.